Manufacturer narrative:
The information contained herein is based on the info provided by the initial reporter. The report stated that a pump had infused too quickly. The actual device was reported to be available, but have not yet been received. This complaint is under investigation.

Event description:
The flow rate was too fast. Fill volume 250ml.